Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a fibrocalcific obtuse marginal (om) 2. It was indicated an unspecified balloon crossed the lesion but did not yield to dilation. Three to four antegrade treatments were performed with short backward movement to re-advance the oad. During the procedure, the viperwire guide wire fractured. There was no indication as to what led to the fracture. The fractured tip remained in-vivo in the far distal vessel and was not retrieved. There were no patient complications as a result of the event. The patient was in stable condition. The date of the procedure is an estimate.